Event description:
The customer's parent called and reported customer received no delivery, motor error, and battery out limit alarms. Customer's blood glucose was not known. During troubleshooting for motor error alarm, customer was able to successfully rewind the device. The battery out limit alarm reportedly occurred during normal use. It was advised the battery cap and insulin pump would be replaced and customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked reservoir tube lip, minor scratches on the lcd window, and a scratched reservoir tube window.